Event description:
The facility reported the pt was not centered on the lift and was not strapped in. The pt had slipped towards one end of the stretcher and it tipped over, catching an aide's leg under the lift.